Manufacturer narrative:
Corrected data: initial MDR date 06 nov 2017 is incorrect, should be 10 nov 2017. Claim # (B)(4).

Manufacturer narrative:
Concomitant medical products: lens was returned in liquid, in lens vial. Visual inspection found the lens in two pieces and an optic piece missing. No similar complaint type events were reported for units withih the same lot. (B)(4).

Event description:
It was reported that the surgeon implanted a cq2015a, +19.5 diopter, intraocular lens in the patient's left eye (os) on (B)(6) 2017. During implantation, the surgeon noticed that the lens was cracked. The lens was removed and the back up lens (MFR 2023826-2017-01811) was used but it was also noted to be cracked during the implantaion stage. The back up lens was removed and replaced with a same model lens, different diopter (20.0d) .the reporter stated that there was no patient injury. The cause of the event was unknown, reporter was not sure if not enough viscoelastic was used or if it was a technicain error. Reporter was unable to provide additional information.

Manufacturer narrative:
Corrected data: (B)(4). Claim #: (B)(4).